Event description:
Complainant alleged that during functional testing, the device displayed "system fault 36," " system fault 37," "system fault 38" on battery power. On ac power, the device powered up without display and then inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.